Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the lead exhibited placement difficulty and it did not work correctly. The lead was removed and replaced. No patient complications have been reported as a result of this event.